Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that an unspecified number of an unspecified bd needle experienced needle loose/pulled out of hub during use. The following information was provided by the initial reporter: material no.: unknown batch no : unknown verbatim: the needle is becoming loose in the middle of dosing; and the medication is lost. Customer could not provide the item or lot number of the syringe or the needle; states they are trying to rule out any issues with the products. She could only provide me with the following information: 3ml hypodermic syringe ll - syringe 0011975 16mm micro lance 25g orange - needle isisctpid 003-17-005.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd needle experienced needle loose/pulled out of hub during use. The following information was provided by the initial reporter: material no.: unknown. Batch no.: unknown. Verbatim: the needle is becoming loose in the middle of dosing; and the medication is lost. Customer could not provide the item or lot number of the syringe or the needle; states they are trying to rule out any issues with the products. She could only provide me with the following information: 3ml hypodermic syringe ll - syringe 0011975. 16mm micro lance 25g orange - needle isisctpid 003-17-005.